Event description:
The doctor applied the fixator for the treatment of a club hand (radial application). During treatment, the pt's caregiver was instructed to manipulate the device for distraction/correction. The caregiver turned the screw the wrong way and the screw came out and the two portions of the device fell apart. The pt lost distraction and the fixtor was replaced with another m511.